Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. During inspection it was observed that the silicone segment tubing had a balloon, discoloration, and was weakened just below the upper fitment. Functional and pressure testing was unable to replicated the ballooning. The root cause of the bulge/balloon in the silicone segment could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bulge in the silicone segment while infusing tacrolimus at an unspecified rate, there was no report of patient harm. The IV was in use for one day.